Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion patient experienced vaginitis. It was reported that patient underwent excision of exposed sling on (B)(6) 2011 by dr. (B)(6). (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/11/2016. It was reported that following insertion the patient experienced interstitial cystitis, incontinence, urgency, and frequency. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/09/2016. Additional information: other relevant history. It was reported that following insertion the patient experienced pelvic pain, vaginal pain, and nocturia.

Event description:
It was reported that following insertion the patient experienced pelvic pain, vaginal pain, and nocturia.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, erosion, extrusion, dyspareunia, vaginal scarring and urinary problems. The patient underwent mesh excision on (B)(6) 2011 and on (B)(6) 2012. (B)(4) - dyspareunia; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.